Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a high blower temperature issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer has been provided with a proposal for onsite service. Further information and resolution are pending the customers' acceptance or rejection of the proposal. This investigation is ongoing.

Manufacturer narrative:
On 17may2024, the field service engineer (fse) went to the customer site to service the device. The fse found the error code blower temperature high in the device error log. The fse completed testing and verification and the high blower temperature did not occur again. Unable to duplicate the issue, the fse confirmed that following the testing and verification the device was ready for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.